Manufacturer narrative:
Analysis received the unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. There was no clock monitor frequency error alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 328 mg/dl at the time of incident. The insulin pump will be returned for analysis.